Event description:
An attorney reported that on 4/19/95, the sbject device was ejected from the wall outlet, allegedly striking a woman and resulting in an injury to her left shoulder. According to the letter from the attorney, the identical incident occurred 14 months earlier involving the same woman. The said injuries were reported to have necessitated surgery and to have caused impairment and disfigurement. It is unknown whether the injured person was a pt or a clinician.